Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing, lead (B)(6) 2008. (B)(4).

Event description:
The impedance is now high. The lead was explanted.

Event description:
It was reported that the impedance on the right ventricular lead has been slowly rising. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).